Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. It was reported the patient experienced hernia recurrence and "contaminated mesh." Recurrence is listed as a known possible adverse reactions in the instructions-for-use. While "contaminated mesh" was reported there is no indication in the information provided of any direct mesh infection. In regards to infection however, the instructions-for-use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2011 - the patient underwent exploratory laparotomy, multiple lysis of adhesions, and repair of an incisional hernia with placement of a bard davol kugel hernia patch and non-bard davol seprafilm x2. On (B)(6) 2012 - patient was previously diagnosed with recurrent incisional hernia with "contaminated mesh" and chronic seroma formation, which she was treated for with antibiotics on and off since the original procedure. Medical records indicate that no seroma was found during this procedure. The patient underwent repair of a recurrent incisional hernia. At this time a xenmatrix mesh was placed. Per the surgeon's dictation it appears the bard davol kugel mesh was at the least partially excised at this time.